Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees0365 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a patient who received a PICC on (B)(6) had a chest x-ray as part of their course of treatment and the radiologist discovered a foreign object in the right ventricle. Ir retrieved the object on (B)(6) 2021 and it was determined to be tip of a stylet from a PICC. It was reported that a first attempt was made to place the PICC on the right side but would not thread so a second attempt was made and PICC was placed on the left side. First PICC was attempted by clinician ms on (B)(6) 2021 l. Brachial 14:22, unable to thread PICC on lue. Second PICC successful placement was ms (B)(6) 2021 r. Basilic at 14:42. Additional info. Received: what type of catheter securement was utilized? Stat-loc. Was there any patient harm reported? Not long-term, but patient had to undergo procedure to retrieve the wire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact mechanism of damage could not be determined. The distal 4.5 cm segment of a 3cg stylet was the only item returned for investigation. A kink in the stylet tubing was observed 3.7cm from the distal tip of the stylet. The kink in the tubing was positioned between magnets. What appeared to be blood residue was observed within the stylet tubing. The wall thickness of the stylet tubing was found to be within specification. It was reported that the PICC would not thread during the insertion process. Kinking of the stylet and advancement against resistance may have been potential contributing factors in the observed damage; however, there was no conclusive evidence to determine the root cause of the reported event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported a patient who received a PICC on 4/7 had a chest x-ray as part of their course of treatment and the radiologist discovered a foreign object in the right ventricle. Ir retrieved the object on (B)(6) 2021 and it was determined to be tip of a stylet from a PICC. It was reported that a first attempt was made to place the PICC on the right side but would not thread so a second attempt was made and PICC was placed on the left side". ¿first PICC was attempted by clinician ms on (B)(6) 2021 l. Brachial 14:22, unable to thread PICC on lue. Second PICC successful placement was ms (B)(6) 2021 r. Basilic at 14:42.¿ additional info. Received: what type of catheter securement was utilized? Stat-loc. Was there any patient harm reported? Not long-term, but patient had to undergo procedure to retrieve the wire.